Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) procedure on (B)(6) 2018, there was an issue with the dynamic hip system (dhs) blade. When the 85mm dhs blade was prepared, it was found that the tip of the blade was immobile. Even when the locking mechanism was released, the tip was still immobile; the shaft part and the blade part did not rotate each other. A 90mm dhs blade was inserted instead. During that insertion, the surgeon hammered the blade and the tip of the inserter broke off. The fragment was removed, and the surgery was completed within a thirty (30) minute delay. The dhs plate was fully seated after the 90mm blade was implanted. There was no adverse consequence to the patient. Patient outcome is stable. Procedure was successfully completed. This is report 2 of 2 for pc-000172340.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted for part no.: 338.280, lot no.: 1713110: manufacturing location: haegendorf, release to warehouse date: 23.jul.2007: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the received dhs/dcs-impactor was found broken. Furthermore, there are several mechanical damages visible on the surfaces. Dimensional inspection: not required as root cause is use related. Document/ specification review: not required as root cause is use related. Material review: not required as root cause is use related. Summary: our investigation has shown that the complaint condition is confirmed as device was found broken. Because of the damage, it is not possible to measure the relevant dimension. As this instrument is more than 10 years old, we suppose that the all mechanical damages were caused due to normal wear and tear over the years. Otherwise, the breakage is referable to a mechanical overload situation during use. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.